Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be determined. The reported mitral regurgitation (mr) was a cascading event of tissue injury. The reported patient effects of mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet tear, prolonged hospitalization, surgical intervention, and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, two clips (10429r254,10310r254) were successfully implanted, reducing mr to 1. Then on (B)(6) 2021, it was discovered during following up that there was a leaflet tear in between the implanted clips, increasing mr to 3. Both clips are stable on the leaflets. The patient was re-admitted and the leaflet tear was surgically treated through mitral valve replacement. No other information provided.